Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery exploded in the insulin pump. The customer¿s blood glucose level was unknown. It was noted that the battery was exposed because the battery cap was missing. The customer reported that they had been getting a blank display. Troubleshooting was performed. The customer was calling back within 1 week after previously completing low battery troubleshooting. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to corroded battery tube. Analysis was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm, off no power alarm due to blank display. The insulin pump had minor scratched display window.